Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed') in a female patient who had essure inserted. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure). Essure was removed on (B)(6) 2016. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("essure removed") in an adult female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. Essure was removed on (B)(6) 2016. An unknown time later she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: previously reported essure insertion date : (B)(6) 2015. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 02-may-2023: reporter lawyer added, reference section, non drug, rcc treatment updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("essure removed") in an adult female patient who had essure inserted (lot no. C91769) for female sterilisation. The patient had a medical history of endometriosis, abnormal uterine bleeding, menorrhagia, right lower quadrant pain, tonsillectomy, endometrial ablation, nulliparous, pelvic pain, dyspareunia, urinary urgency, arthritis, breast cancer, gravida I and pelvic pain. The patient had a family history of hyperlipidemia and ovarian cancer. On (B)(6) 2015, the patient had essure inserted. Essure was removed on (B)(6) 2016. She underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (robotic assisted hysterectomy laparoscopy diagnostic ( bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: previously reported essure insertion date : (B)(6) 2015 coil visible on left. 2 coils visible on right. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram abdomen] on (B)(6) 2015: abdomen: it included lung bases are unremarkable. The liver is normal. The spleen is normal, the pancreas is normal. The adrenal glands are normal. Both kidneys are normal. No evidence of peritoneal or retroperitoneal mass. [Hysterosalpingogram] on (B)(6) 2015: s/p tubal ligation. There is bilateral tubal occlusion following placement of bilateral essure. The opacified contour of the endometrial cavity is suggestive of a bicornuate uterus although. Thompson felt that this was secondary to positioning of the balloon tip catheter interpretation: the contour of the uterine cavity has the appearance of a bicornuate uterus although stated that he saw no indication of such on prior hysteroscopy. Bilateral essure¿s are noted. There is no filling of the fallopian tubes indicating satisfactory placement of the essure¿s. [Pathology test] on (B)(6) 2016: fallopian tubes, bilateral, tubal ligation: fallopian tubes with complete lumen cross sections. B. Uterus, serosa, biopsy: 1. Scant connective tissue with fibrosis. 2. No evidence of endometriosis. Clinical history: pelvic pain source of specimen: a: fallopian tube, bilateral, b: uterus serosal biopsy. Gross description: two fallopian tubes measuring 4.4 and 6.3 cm in length x 0.6 cm in diameter. The serosal surfaces are tan and smooth. The lumen of each tube is unremarkable. The most recent follow-up information incorporated above includes data received on: 25-oct-2023: mr received : lot number added, reporters information patient medical history and surgical pathology reports were added. And rcc updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("essure removed") in an adult female patient who had essure inserted (lot no. C91769) for female sterilisation. The patient had a medical history of endometriosis, abnormal uterine bleeding, menorrhagia, right lower quadrant pain, tonsillectomy, endometrial ablation, nulliparous, pelvic pain, dyspareunia, urinary urgency, arthritis, breast cancer, gravida I and pelvic pain. The patient had a family history of hyperlipidemia and ovarian cancer. On (B)(6) 2015, the patient had essure inserted. Essure was removed on (B)(6) 2016. An unknown time later she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (robotic assisted hysterectomy laparoscopy diagnostic ( bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: previously reported essure insertion date : (B)(6) 2015 coil visible on left. 2 coils visible on right. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram abdomen] on (B)(6) 2015: abdomen: it included lung bases are unremarkable. The liver is normal. The spleen is normal, the pancreas is normal. The adrenal glands are normal. Both kidneys are normal. No evidence of peritoneal or retroperitoneal mass. [Hysterosalpingogram] on (B)(6) 2015: s/p tubal ligation there is bilateral tubal occlusion following placement of bilateral essure. The opacified contour of the endometrial cavity is suggestive of a bicornuate uterus although. Thompson felt that this was secondary to positioning of the balloon tip catheter interpretation: the contour of the uterine cavity has the appearance of a bicornuate uterus although stated that he saw no indication of such on prior hysteroscopy. Bilateral essure¿s are noted. There is no filling of the fallopian tubes indicating satisfactory placement of the essure¿s. [Pathology test] on (B)(6) 2016: fallopian tubes, bilateral, tubal ligation: fallopian tubes with complete lumen cross sections. B. Uterus, serosa, biopsy: 1. Scant connective tissue with fibrosis. 2. No evidence of endometriosis. Clinical history: pelvic pain. Source of specimen: a: fallopian tube, bilateral. B: uterus serosal biopsy. Gross description: two fallopian tubes measuring 4.4 and 6.3 cm in length x 0.6 cm in diameter. The serosal surfaces are tan and smooth. The lumen of each tube is unremarkable. Lot number: c91769, manufacture date: 2014.08, expiration date: 2017.08. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 11-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed') in a female patient who had essure inserted. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure). Essure was removed in (B)(6) 2016. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.